Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a smartablate generator and suffered burns third degree requiring prescription cream. Repair follow-up was performed, but service was declined, and the device was not shipped for repair/investigation. As a result, the complaint cannot be confirmed. A device history record (DHR) review verified that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: splitpad grounding pad, model and lot numbers unknown, covidien indifferent electrode patch, model and lot numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a smartablate generator and suffered burns third degree requiring prescription cream. After the procedure, skin burns were observed on the patient's right lower back. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event. Patient suffered disability or permanent damage. Patient outcome is improved. Physician's opinion regarding the cause of the adverse event is that it was procedure-related. Smartablate generator was set on 30-40 watts with unknown temperature settings. There is no further information regarding generator settings or total ablation time. It was noted that some burns were greater than 60 seconds. Indifferent electrode was placed on the right lower back at a location as close to the heart as possible. The entire surface area of the grounding pad was in complete contact with the patient's back, with no air pockets present between the skin and the indifferent electrode. Patient contact area and the indifferent electrode were properly prepared per the indifferent electrode instructions for use. Upon opening the package for the grounding pad, the conductive gel was present and moist. There were no error codes reported on the generator.